Event description:
I received a replacement ventilator on (B)(6) 2019 and could taste like strong cigarette smoke. It was then swapped with another device. It irritated my asthmatic symptoms and sinuses after that causing more frequent sinus pain. Vendor: lincare. FDA safety report ID# (B)(4).